Event description:
On (B) (6) 2010 the patient's mother reported the patient's infusion tubing separated from the luer connection several times during the past month resulting in elevated blood glucose of up to 350 mg/dl. The patient's target blood glucose level is 115 mg/dl. The patient changed the infusion set and bolused to treat elevated blood glucose. This occurred twice today while the patient was at school and her blood glucose elevated to 270 mg/dl. The outer tubing is separated and the inner tubing remains attached. The tubing was in use for 2-3 days. The patient is using expired product and the mother was advised against this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.